Event description:
It was reported that the plates were contaminated with bd bbl¿ columbia agar with 5% sheep blood. The following information was provided by the initial reporter: (2 of 2 complaints)- on plate 01.07.21 with lot no. 1097653 found filobasidium.

Manufacturer narrative:
H6: investigation summary: this memo is to summarize findings on the recent complaint against columbia agar with 5% sheep blood, catalog number 254071, lot numbers 1089776 and 1097653. It was reported that some plates were found to be contaminated. The complaint trends were reviewed. There was one similar complaint reported during that period for each lot number. However, a trend could not be identified. The batch history review did not indicate any discrepancies. All release testing was satisfactory, and no deviations were observed. Picture sample was not provided for further evaluation. A visual inspection was performed on the retention sample and one stack of plates for each lot were incubated. As a result of this analysis no contamination was observed. Based on the evaluation of the provided report and as no pictures were provided, the complaint was not confirmed. A corrective and preventive action will not be implemented as a trend could not be identified. H3 other text : see h10.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the plates were contaminated with bd bbl¿ columbia agar with 5% sheep blood. The following information was provided by the initial reporter: (2 of 2 complaints). On plate 01.07.21 with lot no. 1097653 found filobasidium.